Event description:
Patient received pacemaker check through pacemaker clinicon 5/5/93. Patient had not had pacemaker checked for 1 year prior to 5/5/93. At this time pacer showed failure to sense. Patient was checked by physician 6/24. A chest x-ray revelaed a lead fracture. Patient entered hospital 6/28 for lead replacement. A portion of the lead proximal to the generator was removed and a new lead inserted and attached to the current generator.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: electrode failure. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.